Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarm "backup alarmed failed" occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. The results of the testing of the returned cpu pcba resulted in a no problem found.

Manufacturer narrative:
A field service engineer (fse) went onsite and was unable to duplicate the reported issue. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced as preventive measures since the occurrence of error code 1104, "check vent: backup alarm failed"), was confirmed in the event log. The device passed the required performance verification tests per philips standards and was returned to service.